Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 257 mg/dl. The customer was assisted with the troubleshooting and customer reports display was blank currently. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer stated that the display was not blank less than 30 seconds and did not return. The customer also stated that they inserted new battery and display did not return after insulin pump restart. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Insulin pump also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.